Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb malfunction. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the insertion flexible tube (ift) coating damage, the light guide cable coating damage, the light guide fiber bundle (lcb) broken, the suction channel buckled, the angle wire play, the air/water nozzle deformed, the operation channel leaky, the bending rubber leaky, the objective lens unit scratched, the junction case loosened, the eog valve loosened, and the adjusting collar improper soldering; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.